Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email 15-nov-2021. Event date updated. Event happened during testing. No patient involvement.

Event description:
It was reported the device was found leaking during testing. No patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. No leakage was noted during testing. The reported issue was not confirmed during testing.